Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/11/2018, that on (B)(6) 2018, the patient experienced a loss of connection. It was determined that the loss of connection was related to the g5 mobile application. No additional event or patient information is available. Data was evaluated and the reported loss of connection was confirmed. The root cause was determined to be that the transmitter and application were unable to establish a connection.